Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with .2 ml of juvéderm volift with lidocaine in the lip area. Patient developed a vascular occlusion immediately after the injection. Patient was then given medical treatment for the symptoms and symptoms resolved the same day.